Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to customer's blood glucose level. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.